Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The intraocular lens is implanted.

Event description:
Bausch + lomb received a communication from a consumer who underwent bilateral implantation of the crystalens intraocular lens. This report refers to the right eye. Postoperatively, the pt reports experiencing. Diplopia when seeing through both eyes. The pt has been prescribed glasses in an attempt to resolve the issue. Additional info has been requested. Reference MDR #2031924-2011-00039.